Event description:
Two pk papyrus covered stent system were selected for treatment of type iii perforation (4 mm length) in the lm. The other stent will be reported separately. Both stents were delivered, however the perforation was not sealed, and the patient was transferred to the or for a pericardial window procedure which was successful. The patient tolerated the procedure well. 6 days later, on (B)(6) 2021, the patient passed away. The death deemed not be product related according to the statement provided by the hospital.

Manufacturer narrative:
The affected pk papyrus stent system was not returned to biotronik and could therefore not be subjected to a technical investigation. The provided additional clinical information (pk papyrus device registration form, discharge letter) was insufficient to establish whether a device deficiency could have contributed to this event. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections during which a 100 percent control of the stent cover is performed. Based on the provided documentation and the conducted review no device deficiency or manufacturing related root cause for the reported potentially insufficient sealing of the perforation could be identified. The information provided in the pk papyrus device registration form stated that there was no device or procedure-related complication. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.